Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information has been received indicating that a revision procedure was necessitated due to a fracture in the nail. It remains unclear whether the patient experienced any trauma or was fully weight-bearing at the time.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual inspection of the device showed that it was in multiple pieces. It is unknown if the device had become separated prior or during removal. There was no information received that the patient had any known trauma or falls that may have contributed to the break. Functional testing was unable to be performed due to the condition of the received nail. A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.

Event description:
No additional information has been provided.